Event description:
It was reported that a patient went to the operating room today for an unstable spinal fracture repair with neurosurgery. During the case while the patient was prone, their flows started to drop, and they required cardiopulmonary resuscitation with multiple defibrillations for ventricular fibrillation. They had subsequent right ventricle dysfunction after advanced cardiovascular life support (acls). There was concern that thrombus was ingested into the pump. Flows improved with increase in speed. The patient remained hemodynamically unstable. Log files were sent for review and captured multiple fixed speed adjustments along with variable flow values, reported at 1.1-3.9 liters per minute (lpm). Flows improved with increased pump speed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section b1: type of report corrected. Section h6: health effect - impact code and medical device problem code corrected. Manufacturer¿s investigation conclusion: the reported device thrombus could not be confirmed through this evaluation. Additionally, the reported low flow alarms were confirmed through the submitted log files. A specific cause for the low flow alarms as well as a direct relationship between (B)(6) and the reported events could not be conclusively established. The controller event log file contained events on 20nov2024. The log file confirmed low flow events on 20nov2024. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of this IFU provides a list of adverse events, including cardiac arrythmia, right heart failure, and device thrombus, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also addresses pump parameters. Section 4 describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 6, provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism, and arrythmias as a potential late postimplant complication. Section 6 also states that patients may develop right ventricular failure during or shortly after pump implantation and lists associated treatment options. Section 5 of the patient handbook, and section 7 of the IFU, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported device thrombus could not be confirmed through this evaluation. Additionally, the reported low flow alarms were confirmed through the submitted log files. A specific cause for the low flow alarms as well as a direct relationship between (B)(6) and the reported events could not be conclusively established. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient¿s outcome could not be conclusively established through this evaluation. The controller event log file contained events on (B)(6) 2024. The log file confirmed low flow alarms on (B)(6) 2024. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. No product was returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of this IFU provides a list of adverse events, including cardiac arrythmia, right heart failure, device thrombus, and death that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also addresses pump parameters. Section 4 describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 6, provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism, and arrythmias as a potential late postimplant complication. Section 6 also states that patients may develop right ventricular failure during or shortly after pump implantation and lists associated treatment options. Section 5 of the patient handbook, and section 7 of the IFU, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information provided that the patient continued to decline and passed away on 23jan2025.